Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on may 27, 2025 from the imaging database: on (B)(6) 2024, this 69-year-old male patient underwent endovascular treatment as a planned procedure for an aortoiliac aneurysm. The patient was treated with two gore® excluder® conformable aaa endoprosthesis devices, two gore® excluder® endoprosthesis devices, three gore® excluder® iliac branch endoprosthesis devices and a gore® viabahn® endoprosthesis. It is unknown where the gore® viabahn® endoprosthesis was implanted exactly. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There were three adjunctive corrective procedures; coil embolizations to the inferior mesenteric artery (ima), the lumbar artery vessels, and one other location not specified. Device catheters were successfully removed after successful access, delivery and deployment of the devices. He was discharged home on (B)(6) 2024. On (B)(6) 2025, the patient underwent a cta in which the patient had an unexpected result. The image was read as having ¿the iic within the rt. Iia is occluded.¿ the reported loss of patency affects the right internal iliac artery and excluder iliac branch endoprosthesis internal iliac component (iic). No further information is provided at this time,